Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device was unable to identify product contribution to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the misplacement of insert was occurred during tka surgery on (B)(6) 2018. First, the surgeon implanted the implants to the right knee. Then, at the same day during the implantation surgery to the left knee, the surgeon noticed that the implant which implanted to the right knee was misplacement. Thus, the implants of the right knee were revised to the right position. No further information was provided by the hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.